Manufacturer narrative:
Problem of needle detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03224 pertains to the other device. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous vaginal suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician deployed the first capio device inside the patient, the needle detached in the patient. The detached needle remained inside the capio carrier. A second capio slim was opened but the same thing happened. The detached needle, however, was not found. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.